Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the procedure was completed by using another pipeline flex 5x20mm. In clarification of the report of "steeve" ptfe did not spread evenly, it was explained that one ptfe sleeve was open, but the other side wasn¿t, causing the pipeline to expand unevenly.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline embolization device failed to open at the distal section. The patient was undergoing surgery to treat an amorphous, unruptured aneurysm in the internal carotid artery (ica) with a max diameter of 5.1 mm and a 3.21 mm neck diameter. The landing zone was 8mm distally and 7mm proximally. The patient's vessel tortuosity was normal. It was unknown if the dual antiplatelet treatment (dapt) was administered. It was reported that during a neurovascular flow diversion procedure involving a pipeline embolization device, the polytetrafluoroethylene (ptfe) sleeve did not spread evenly on both sides, resulting the stent being unevenly spread out. The pipeline was not positioned in a bend. Less than 50% of the pipeline was deployed when it failed to open and was resheathed more than two times. It was unknown if additional steps or other devices were required to open the pipeline. The pipeline was resheathed and removed with the microcatheter from the patient. The angiographic result post procedure was normal. It was unknown if the pipeline was used for an indication that it was not approved (off-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
H3: product analysis: as found condition: the pipeline flex shield was returned inside the outer carton, biohazard bag, and shipping box. Visual inspection/damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The braid's distal and proximal ends were found opened and frayed. No bends were found with the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad, or the proximal bumper. No other anomalies were observed. Testing/analysis: n/a. Conclusion: based on the device analysis and reported information, the customer report of "failure/incomplete open distal" was not confirmed as the braid's distal and proximal ends were found opened and frayed. The cause of the ¿failure/incomplete open" could not be determined. Possible causes of "failure/incomplete open" include vessel tortuosity, damaged braid, and deployment of the braid in the vessel bend. However, the customer indicated that vessel tortuosity was normal, and the braid was not positioned in the vessel bend, which eliminates these factors out as potential causes. In this event, the damaged braid may have contributed to the failure to open. The braid can become damaged due to resheathing more than 2 times, over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/resheathing the braid against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.